Event description:
The tip of the cannulated pedicle broke off in the pt. No pt injury was reported. All the broken pieces were retrieved from the pt, and the surgery was completed successfully. This complaint is on the probe.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 2/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. No device was returned for eval. The DHR's for lot numbers were reviewed and the records indicate the parts were manufactured in conformance with synthes specs. There were no mrrs or ncr's noted during the DHR reviews. There was one past complaint for a similar condition resulting in an indeterminate disposition. The parts met specs at the time of manufacture as indicated by the certificate of compliance documents from teleflex medical and the incoming final inspection sheets from synthes. Since the parts were not available for a thorough eval, and based on the DHR review, this complaint is therefore deemed indeterminate from a mfg position.